Event description:
Pressure relief manifold for bubble CPAP [continuous positive airway pressure] machine failed. The valve broke off at the t causing a leak that caused the loss of peep [positive end-expiratory pressure] to the pt. Nursing reports this happened with 3 different units from this lot number.